Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances were identified associated with the customer observations. No error codes were generated by the architect i1000sr analyzer prior to the replacement of the waste head pump. A review of the analyzer's service history did not identify any other instances related to injuries or any other issues related to the fluidics system on the analyzer. There were no returns made available from the customer site. The architect system operations manual and the architect i1000sr service and support manual contain information to address the current issue. Based on the results of this evaluation and the information from the customer site, no systemic issue or product deficiency was identified. The device met performance specifications and performed as intended at the customer site. This issue constitutes a serious injury related to correct use.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
During preventive maintenance procedures on an architect i1000sr analyzer, an abbott customer service specialist (css) was in the process of replacing the peristaltic pump tubing. During this procedure, he hit his left hand on the cable connector attached to the liquid distribution plate (fluidics distribution board). The result was a tear in the glove he was wearing and a small cut to the hand. The glove was wet with liquid waste, some of which came into contact with the cut on his hand. He was placed on a regimen of 300 mg of zidovudine (azt) and 150 mg of lamivudine. No further impact to the css was reported.